Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device rc2bad and no non conformances / manufacturing irregularities related to the malfunction were identified. Investigation summary: visual analysis of the returned sample revealed that one sample, of product code vcp358 was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process. This defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. Additional information was requested and the following was obtained: what is the procedure date? (B)(6). Could you please confirm when did the issue occurred? Pre-op or intra-op pre op. What was used to complete the procedure? Changed another new suture. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Pre-op, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the insertion end of the suture did not meet the requirement. No additional information could be provided.